Event description:
The facility stated a silicone lens model aa4204vf was damaged during implantation. There were no pt injuries noted. The facility has been contacted to confirm the complaint and to obtain more info. At this time, the facility has not responded and there are no further details.